Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the optical tracking for the passive planar blunt probe and small passive frame was intermittently tracking. The site brought in another navigation system with the same outcome. Additionally, they changed spheres with no resolution. There was troubleshooting present. It was reported that the instruments were verified to be in the instrument page, the camera was able to viewed in tracking details and the angle of the camera was appropriate, the camera lights were normal, and there were no errors displaying. The site reported they did not have other instruments to test and they reported no interference. It was reported that the other navigation system was in the room turned on and pointed to the same field. The other system was moved away from field-of-view and the site indicated it did not resolve the issue. Shortly after however, the instruments were tracking to successfully pass registration. There was no known impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.